Event description:
It was reported that this pacemaker patient experienced a syncopal episode. There were no out of range daily measurements and the device did not store any episodes that correlated to the syncopal event. The cause of the syncope was undetermined. This pacemaker remains in service. No additional adverse patient effects were reported.